Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of valve failure - 1010 was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The valve assembly was replaced as a precaution. The customer's report of compressor fault - 3001 was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. Review of the device log did not show any evidence of the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed " compressor fault- 3001 " and "valve failure- 1010" messages. Complainant indicated that there was no patient involvement in the reported malfunction.